Event description:
A discordant falsely depressed loci high sensitivity troponin I (tnih) patient sample result was obtained on a dimension® exl¿ with lm integrated chemistry system. The falsely depressed result was not reported to the physician(s). The same sample was reprocessed on the original dimension® exl¿ with lm integrated chemistry system and a result of above assay range, considered correct, was obtained. The elevated result matched the prior initial result obtained on the same sample on an alternate dimension® exl¿ with lm integrated chemistry system. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed loci high sensitivity troponin I (tnih) result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed loci high sensitivity troponin I (tnih) patient sample result obtained on a dimension® exl¿ with lm integrated chemistry system. Siemens is investigating the event.

Manufacturer narrative:
Corrections section b6. Correct sample ID for second sample drawn on same patient processed on same date 11-nov-2022: from sample ID: 222260018a to correct sample ID 2223150018a correct result for sample 2223150018a from 64123 ng/l to 641235 ng/l. Additional information (17-dec-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the instrument data files and the information provided by the customer. A siemens customer service engineer (cse) was dispatched to the site. The cse performed multiple troubleshooting or maintenance service tasks including a full preventative maintenance routine (pm). No product non-conformance was identified with the reagent or the analyzer. The cause of the event is unknown. The customer is operational. The device is performing according to specifications. No further evaluation of this device is required. Section h6 has been updated to reflect siemens' investigation. Initial MDR 2517506-2022-00330 was filed on 06-dec-2022.